Manufacturer narrative:
Date sent to the FDA: 08/01/2018 to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2009 and mesh was implanted. The patient experienced an enterocutaneous fistula. No additional information has been provided.